Event description:
During the supraventricular tachycardia procedure, it was noted that one of the electrodes was loose. After the electrode became loose, the catheter could not move within the heart, and it was suspected that it was entangled with some tissue. The catheter was able to eventually be removed from the patient with some force. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.